Manufacturer narrative:
Additional information - the device was returned due to deceased patient. The device image was saved successfully. The device was tested at the bench at nominal settings. Final analysis performed including electrical, mechanical and environmental tests indicated that the pacemaker exhibited normal device characteristics without any anomalies. A longevity calculation was performed and found the device was in normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-15851. Related manufacturer reference number: 2938836-2019-15852. It was reported that the patient expired. The cause of death is unknown. There is no known allegation from a health professional that suggests the death was related to the device.